Manufacturer narrative:
(B)(4). Batch # p5882m. Device evaluation: the analysis results showed that the tlv30 device arrived with no apparent damage with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vats procedure, staples malformed. During the vats lobectomy, after fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.